Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's wife reported patient has experienced elevated blood glucose levels since (B)(6) 2011. Wife stated patient's blood glucose level has been up to 450 mg/dl. Patient's normal blood glucose range is 120-150 mg/dl. Wife reported the patient took correction via the infusion device and was able to get his blood glucose levels under control by himself. Wife stated patient thinks the infusion device delivers an inaccurate amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.